Manufacturer narrative:
H10: for the two reported complaints, medical records were provided and reviewed. The samples were not returned to bd for evaluation. For both the investigations it is confirmed for filter tilt and retrieval difficulties. For one investigation it is confirmed for perforation. For one investigation it is inconclusive for perforation of the ivc. For one of the malfunctions reported, the product catalog was updated to ec500j. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f. Meridian filter allegedly experienced difficult to remove, malposition of device, and patient device interaction problem. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Both patients ranged from 21 ¿ 39 years of age and both patients are female; however, both patients¿ weights were not provided.

Manufacturer narrative:
For the two reported complaints, the lot numbers were provided. The sample were not returned for evaluation. The company is still investigating the issue at this time.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800f. Meridian filter allegedly experienced difficult to remove, malposition of device, and patient device interaction problem. These reports were received from various sources. Of the two events, both involved patients with no patient consequences. Both patients ranged from 21 ¿ 39 years of age and both patients are female; however, both patients¿ weights were not provided.